Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. The electronic, motor, battery tube assemblies were found with corrosion. Insulin pump was unable to verify prime alarms due to unresponsive buttons. Insulin pump received with cracked case at reservoir tube lip, reservoir tube, reservoir tube window, cracked battery tube threads, minor scratches on lcd window and missing end cap sticker.

Event description:
It is reported that a customer received an alarm on their insulin pump. The pt's blood glucose level was 319 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and no revert to the back up plan. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.